Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The condition reported could be related to an adverse patient reaction to the materials implanted. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implants, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient post-op compliance to rehabilitation protocols. There is no minimum or maximum established resorption rates for bio-absorbable implants. Bio-absorbable implants are designed with material qualities required to maintain necessary properties throughout the healing process under normal patient conditions. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that an acl reconstruction took place in (B)(6) 2010. A 10mm biocomposite delta screw was screwed into a 9 mm tibial tunnel. Severe tunnel enlargement/widening and pre-tibial swelling could be observed post-op. After 15 months the screw had to be removed ((B)(6) 2011). Although the knee was stable and patient was playing some soccer there was a painful bump on the tibial tunnel. During removal a "soft" biocomposite screw (distal) was found, not integrated at all into the bone (can be observed on the CT picture) and an enormous amount of ganglion/cyst (3x3cm) was present in the tibial tunnel. Surgeon removed the remaining parts of the screw and was able to put a "bone-graft" (from the femoral head) into the tunnel. He did not clear the whole tibial tunnel (because the knee was stable). After this revision the surgeon had examined the patient again 2 weeks after and there was a minimal swelling at the side of the tibial tunnel. Patient is doing fine and is mobile without performing sports. At the end of (B)(6) 2011 an x-ray of the knee will be done.